Event description:
The distributor reported that during incoming inspection two hair like fibers were noted inside the pump chamber on the shunt.

Manufacturer narrative:
(B)(4) in response to an FDA inspection (conducted (B)(4) 2013), carefusion 2200 initiated a CAPA investigation (CAPA (B)(4)). As part of the CAPA, a retrospective review of the complaints for 'debris' and 'contamination' for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: evaluation of the sample, using 40x magnification, confirmed the presence of embedded debris in the shunt body wall. The investigation was not able to confirm the presence of debris in the fluid path. The shunt bodies are molded in a controlled manufacturing environment with strict controls on proper personal protective equipment. A device history review for the listed manufacturing lot showed (B)(4) non-conformances. In each instance, the product was 100% culled and submitted to quality for inspection and release. There were no other recorded quality problems or rejections related to this incident. The manufacturing plant has also initiated a CAPA investigation (B)(4) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.